Event description:
Customer reported via phone call that when they removed the insulin pump from their pocket they had a blank display. Customer stated that the insulin pump did not have any power. Customer mentioned having a weak battery, no delivery, and a battery out limit alarm in the alarm history. Customer stated that the batteries were not out of the insulin pump greater than the duration allowed. Customer also mentioned having a crack on the insulin pump. Customer's blood glucose reading at the time of the call was 181 mg/dl. Advised customer that the product will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.